Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ns9009) was implanted via lumbar peritoneal (lp) shunt in (B)(6) 2023 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). In march, under-drainage was confirmed by diagnostic imaging, so an attempt was made to change the set pressure, but it was not possible. According to information provided, it is unknown if the patient experienced any signs and symptoms. The valve was removed and replaced on (B)(6), 2023.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The hakim valve (ID ns9009) has been returned for evaluation. Device history record (DHR) - the product code ns9009 with lot 4113080, conformed to the specifications when released. Failure analysis - the position of the cam when valve was received was on setting 110 mmh2o. The valve was visually inspected and debris biological was noted on the cam. The valve was hydrated. The valve passed the test for programming, occlusion, leaks and reflux. The valve was dried. The valve tested for pressure and failed the test. The valve was disassembled. The valve was visually inspected under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball and on the seat of the ruby ball. The root cause for the issue reported by the customer is due to biological debris found on the ruby ball and on the cam / ball arm assembly as well as the rc, the debris was stopping the ruby ball from being seated correctly.

Event description:
N/a.